Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased threshold measurements and high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. The lead was explanted and replaced. It was reported that the lead body was damaged during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This report is being submitted to update the evaluation conclusion code.